Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue; the piston rod is not retracting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings:.during investigation, there was no activity related to pi in black box or pump history. Rewind, load and prime steps performed successfully. Piston able to rewind and advance fully. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.